Event description:
It was reported the pt had a pump replacement. The physician was unable to aspirate the catheter so it was primed on the back table before it was connected to the catheter. The following day, pt experienced increased back and leg pain. The physician confirmed that pt had not exhibited withdrawal symptoms. The drug, concentration and dosage were unk. It was later reported the pt followed up with their physician and was doing fine. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).